Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label intact, scratches and cracks on lcd lens screen. The customer stated problem was not confirmed. Unable to duplicate customer's reported problem. Error was found in event history log. Reinstalled software for preventative action. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device displayed an error code 460080076 while being used on a patient. No patient injury was reported.